Event description:
A pt reported experiencing inaccurate erratic results with a lifescan meter. The pt's blood glucose results were 181, 126 mg/dl (first set) and 207, 114 (second set). Tests were done within 11-20 minutes (first set) and 10 minutes (second set). With a difference of 32% (first set) and 51% (second test). Pt did not experience any adverse events. No further info has been reported. Note: customers spouse called in and complained about accuracy. Er1, er2, er4 issues and every issue has been solved.